Manufacturer narrative:
User facility report: (B)(4) was received 09nov2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lvad stopped working while at home on (B)(6) 2020. The patient was taken to an outside hospital where the lvad stopped working again. The patient was stabilized and sent to duke university medical center. On (B)(6) 2020, the patient underwent a pump exchange from heartmate ii to heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of the pump stopping could not conclusively be determined through this evaluation. No log files were provided for review. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. This IFU outlines the appropriate actions to perform in response to the pump stopping. The "alarms and troubleshooting" section outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.